Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. The customer's blood glucose reading was 118 mg/dl, and she was treated with manual injections. The customer also mentioned receiving a battery alarm. The caller stated that the battery was not removed longer than ten minutes. While assisting the customer with clearing the alarm and setting the time/date the insulin pump alarmed an error. Advised the customer revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test, off no power test, and no battery alarms noted. However, the device alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk.